Event description:
It was reported via e-mail that the customer was hospitalized in intensive care unit due to low blood glucose. Caller stated that the customer bolused for correction, her blood glucose dropped and had a seizure. Caller also stated that the customer was using incorrect sensors. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-03041.